Event description:
The customer reported that the 9900 system would not come out of subtraction mode during a procedure, and required a re-boot. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation, and was unable to duplicate the reported problem. The system was tested and is operating as intended.